Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty-six events were reported for this quarter. (B)(4) devices were received for evaluation; forty events were confirmed during testing. (B)(4) devices were found to be shedding metal debris. One device was not shedding metal debris; however, the device was affected by a worn component. (B)(4) device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 46 </noe> malfunction events, in which the device was reportedly shedding metal debris. There was no patient involvement; no patient impact.

Event description:
This report summarizes 46 malfunction events, in which the device was reportedly shedding metal debris. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale. 6 previously reported events are included in this follow-up record.   Product return status. 6 devices were received for evaluation.   Evaluation status. 6 reported events were confirmed during testing.  6 devices were found to be affected by worn components.   Additional information. 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.